Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly shutdown during a procedure. The nature of the procedure was not disclosed. Customer did not report any impact or delay to patient care. This event is recorded in complaint number (B)(4). A field service engineer was scheduled to evaluate the device, but the service appointment was cancelled. Customer has not reported any additional information. No unexpected shutdowns have been reported since initial event. If additional information becomes available, a supplemental report will be submitted.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly shutdown during a procedure. The nature of the procedure was not disclosed. Customer did not report any impact or delay to patient care.

Event description:
It was reported by the customer that a bdpyxis anesthesia es system turned off during a procedure. Customer did not report any impact or delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended the following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-jan-2021 to 20- jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system turned off during a procedure. A field service engineer confirmed that customer relocated the electric outlet connection to resolve the issue. The system functioned as intended after the customer resolved the issue.